Event description:
It was reported by the patient that there was an issue with the leads of the pacemaker and their heartrate was dropping to 30 beats-per-minute. A field representative reportedly made changes so their heartrate would go back to 70 bests-per-minute. Additional information was received suggestive that this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported by the patient that there was an issue with the leads of the pacemaker and their heartrate was dropping to 30 beats-per-minute. A field representative reportedly made changes so their heartrate would go back to 70 bests-per-minute. The pacemaker system remains in service. No adverse patient effects were reported.